Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow-up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported that the handpiece runs permanently. There was no pt harm; however, there was a delay in surgery for approximately 10 mins. The procedure was completed with an alternate device.